Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. It was reported that the handset itself did not keep a charge, the application was always closing out, showing an error code of like "503 or something like that" and sometimes it could take 1-6 or 7 minutes to get a bolus and the app would close out. Patient clarified when they bolus the handset was lagging at 90% when they were trying to bolus and then a message pops up stating that they could wait for the app or close the app and then they got a code "like 503 or something". They spoke to a medtronic representative (rep) and was made aware of reported issue over the phone sometime last week and spoke to another rep today and patient was told to call because there was something wrong with the device. Agent reviewed the lag at 90% and assisted the patient in deleting the data. Patient was able to connect to the pump with no lag. Agent had patient confirm blue tooth was on. Agent had patient toggle on location. Patient stated they had the handset charged to 100% in the am and then around 6-7pm the handset would be close to or fully depleted. Agent transferred patient to healthcare it (hcit) regarding handset needing to be charged more than 1x day.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software, product ID hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.